Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Blood glucose level was 101 mg/dl. Multiple attempts were made to follow-up with the customer for additional information; however, no further information was provided.